Event description:
The spring dislodged from the steris door latch during the beginning of the sterilization process. The rise in pressure forced the door latch to open, spewing peroxyacetic acid (epa reg. #58779-1) over the entire room. Vapors from the sterilant penetrated the operative suite with subsequent exposure to employees. One employee required emergency treatment.